Manufacturer narrative:
The pod arrived fully deployed with the cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 58 pulses and was subsequently deactivated after the completion of second priming. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The exact cause of the reported needle mechanism failure could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 230 mg/dl while wearing the pod between 4 and 24 hours. The patient felt the cannula insertion; however the pink slide didn't seem to move forward. This indicates a needle mechanism failure.